Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. A replacement adapter was sent to the customer. The customer declined a follow-up regarding this issue. Customer¿s blood glucose value was 200 mg/dl.